Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in 1996. The device was returned to baxter and the evaluation is complete. A review of the event log was performed. A visual inspection was performed. Full functional testing, electrical safety testing, calibration, and a simulated therapy were performed. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The reported problem was identified as a system error 2044 but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice failed during a leak test. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.